Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported while trying to insert the infusion set using the linkassist device a few months ago, the infusion set would not eject. Caller stated while attempting to use the device again, the linkassist fired without pressing any buttons and the infusion set flew across the room. No adverse event reported. Device has been discarded; no product will be returned.